Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("essure device failed") and feeling abnormal ("complications that nearly killed"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain, complication of device insertion and feeling abnormal outcome was unknown. The reporter provided no causality assessment for complication of device insertion, feeling abnormal and pelvic pain with essure. The reporter commented: she understand there are now many women having similar issues and stories. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), complication of device insertion ("essure device failed") and adverse event ("complications that nearly killed"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain, complication of device insertion and adverse event outcome was unknown. The reporter provided no causality assessment for adverse event, complication of device insertion and pelvic pain with essure. The reporter commented: she understands there are now many women having similar issues and stories. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.